Event description:
It was reported this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. However, during deployment, the clip would not detach from the clip delivery system (cds). Troubleshooting was performed; gripper line was accessed, m knob was released, minus knob was applied. The clip was able to be detached from the cds and deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.